Event description:
While attempting to start an IV, the nurse drew back the safety device and heard a "click" and then while withdrawing the needle, her hand hit the back of the safety device and the needle advanced forward and stuck her finger. The wrapper and needle were disposed and the nurse went to occupational health. There were multiple cases done in that room so we were unable to determine which wrapper may have been over the IV catheter that she used. There were only 2 lot numbers in the bin of IV catheter used in that room, however, and they are #1578030 and #39a089c01.